Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's high blood glucose level was 400 mg/dl at the time of the incident and customer's low blood glucose level was 68 mg/dl. The customer was treated by the insulin pump. The high blood glucose level of the customer was treated with the insulin pump and low blood glucose level was treated with the grape soda. The customer declined to troubleshooting for high blood glucose and low blood glucose level. The insulin pump will not be returned for the analysis.